Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as approximately 100 ml of fluid on the counter when the instrument was performing a shutdown/startup procedure. The customer also reported that there were background failures for the differential parameters. The operator was wearing personal protective equipment of lab coat, face shield and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer repaired the instrument by replacing pinch tubing (worn) at pinch valve pv49. (B)(4).